Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient developed severe mastoiditis which did not respond to treatment. The device was explanted on (B)(6), 2011. There are currently no plans to reimplant the patient as of the date of this report, (B)(6), 2011.